Event description:
The patient stated that, while changing the insulin cartridge of her infusion device, she got insulin in the cartridge chamber. The patient was educated in the proper procedure to change a cartridge and advised to let the infusion device dry out for 24 hours. The patient was advised to switch to her backup infusion device and assisted in setting it up. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare profession of second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.